Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed no delivery. The customer's blood glucose was 413 mg/dl. The customer stated that the infusion set was changed, but the customer never bolused after the set change according to the bolus history. The customer's most recent blood glucose was 391 mg/dl. Customer did not observe any symptoms of high blood glucose and treated with a bolus. The customer advised that a set change and bolus was able to be performed without error and declined further troubleshooting assistance. The customer stated that she would monitor the blood glucose levels and call back if the issue persisted.